Event description:
Same case as #6000089-2006-01188. Post a coronary drug eluting stenting treatment procedure, a dissection and a death occurred. The pt presented for the emergent procedure due to "severe heart pain". The 45-70% stenosed lesion was located in the proximal to distal right coronary artery (rca). The reference vessel diameter of the proximal to distal rca measured 2.05mm to 3.0mm. Voyager balloons were used to predilate the target vessel. A 2.0x15mm balloon was inflated to 10 atm's to predilate the proximal to distal rca. The physician then used a 2.5x15mm balloon inflated to 10 atm's to predilate the proximal to mid rca and a 3.0x15mm balloon inflated to 6 atm's to predilate the distal rca. A dissection of the mid to distal rca was noted. The physician went on to place a taxus liberte' 3.0x32mm drug eluting stent, inflated to 10 atm's, in the proximal to mid rca and a taxus liberte', 2.75x16mm drug eluting stent, inflated to 10 atm's, in the distal rca, reducing the stenosis to 10%. A dissection was again noted distal to the 2.75x16mm stent. Timi 3 flow was established. A temporary pacemaker was inserted for complete av block. At some point during the procedure, the pt had a rapid drop in blood pressure and CPR was performed. The pt received heparin and ntg during the procedure. A jr 3.5 guide catheter was used during the procedure as well as a runthrough ns guidewire and a choice pt extra support guidewire. The following day the pt died. The cause of death is unk, however, in the opinion of the physician, the death was not related to the taxus stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.